Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the pulse generator exhibited a battery longevity data anomaly. On (B)(6) 2016 it was reported that the patient presented for another follow up and the device battery longevity had decreased again. The device was explanted and replaced. The patient was in stable condition post surgery.